Event description:
It was reported that the patient wore the pod to school and upon returning home, she experienced pain and redness at the infusion site along with a fever. The pod was worn for approximately 48 hours. Blood glucose levels were above 300 mg/dl. Due to these symptoms, she was taken to the hospital on (B)(6) 2025 and remained there for two days. At the hospital, the pod site was cleaned, and the patient received antibiotics to treat the fever. Additionally, she administered an injection to address the high blood glucose levels.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation and hospitalization. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.